Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to feel the pump vibrations. There was no reported impact to customer's blood glucose. Reportedly, customer switched to an audible alert. Customer declined to provide further information or troubleshoot with tandem technical support.